Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited power switching with intermittent beeping. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h10 product event summary: the additional battery was not returned for evaluation. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed no failure on the additional battery. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2018 / serial#: (B)(6) UDI #: (B)(4) d10: no h3: yes h4: mfg date: 30-jun-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA results code(s): 213 h6: FDA method code(s): 4112, 4114 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was suspected power switching on a battery with intermittent "chirping." The battery remains in use.

Manufacturer narrative:
Product event summary: controller (B)(4) and battery were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving battery (B)(4). Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported "power switching with intermittent beeping" event can be attributed to momentary disconnections between the controller and batteries. Battery other devices involved in this event: brand name: heartware ventricular assist system - battery. Medical device: battery / (B)(4) /model #: 1650de / expiration date: 2018-07-31, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-06-05. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 2017-07-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the vad battery tested out of specification.